Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that at one point a while back, in (B)(6) 2018, they had to lower stimulation low because the system went crazy and stimulation feltlike a jack hammer. It was then stated that the stimulation was turned down so low now where it¿s not even working. No further patient complications are anticipated or expected as a result of this event.